Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and bladder perforation ("bladder perforation") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety and depression. Concomitant products included escitalopram oxalate (lexapro). In april 2009, the patient had essure inserted. In april 2009, the patient experienced arthralgia ("hip pain"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain"), rash ("rashes") and pruritus ("itchy skin"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the perforation, bladder perforation, pelvic pain, arthralgia, back pain, abdominal pain lower, rash and pruritus outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, bladder perforation, pelvic pain, perforation, pruritus and rash to be related to essure. The reporter commented: patient did not removed essure (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-sep-2018: events- "hip pain, back pain, lower abdominal pain, rashes, itchy skin", concomitant condition, lab data added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and bladder perforation ("bladder perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the perforation, bladder perforation and pelvic pain outcome was unknown. The reporter considered bladder perforation, pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.